Event description:
Additional information received indicated that the intraparenchymal hemorrhage occurred due to a previous procedure (stereo eeg electrode placement).

Event description:
It was reported that following an ablation procedure, the patient experienced a headache, right-sided weakness, and an intra-parenchymal hemorrhage. It was noted that the headache resolved with medication. The event resolution was unknown. If additional information is received, a follow up report will be submitted.